Event description:
The device eval identified reportable malfunctions, under-delivery and cracked or broken adapter bracket, unrelated to the original issue, which was not a reportable event.

Manufacturer narrative:
(B)(4): inspection of the pump prior to repair found an under-delivery and a cracked or broken adapter bracket (internal damage). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.